Manufacturer narrative:
The customer's products have been returned and an investigation is in process. A follow-up report will be sent once the investigation is completed. The actual date when the event occurred in unknown. The date listed in section is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Investigation is in process.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date he noticed a ¿painful, wet, red, hard and swollen¿ area where the sensor was inserted. Customer removed the sensor and self-presented to his healthcare provider. The hcp performed an incision and drainage and prescribed clindamycin (an antibiotic) 300 mg. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. No malfunction or product deficiency was identified. This also serves as a correction report. Fax number was incorrectly documented in the initial MDR 30 day report. Fax number has been updated.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date he noticed a ¿painful, wet, red, hard and swollen¿ area where the sensor was inserted. Customer removed the sensor and self-presented to his healthcare provider. The hcp performed an incision and drainage and prescribed clindamycin (an antibiotic) 300 mg. No additional treatment was required. There was no report of death or permanent injury associated with this event.